Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The (B)(6) clinic helped us out with an emergency oesophageal prosthesis. The doctor was unable to insert it because the release system was apparently faulty. "As per cc form": guide wire in place in the esophagus. Introduction of the delivery system. Stent release. Impossible to remove the safety device (stylet which holds the stent at the handle). Obligation to remove the assembly with the stent still attached to the delivery system. Did not work: spray failure (kt not clogged, it was the push button that seemed not to work. The 2nd device in stock worked perfectly to treat this hemorrhage. I wanted to perform hemostasis of a hemorrhagic rectal tumor using hemospray. The first device used did not work: spray failure (kt not clogged, it was the push button that seemed not to work. The 2nd device in stock worked perfectly to treat this hemorrhage.

Event description:
A supplemental report is being submitted due to completion of the investigation on 23-oct-2025. Additional information received 01 september 2025: can it be clarified if the issue was related to removal of safety wire. Please specify at what stage during stent deployment was the safety sire attempted to be removed? After the total release of the stent. The description of event states ¿obligation to remove the assembly with the stent still attached to the delivery system¿, whereas the patient outcome states, ¿device remain inside patient - the stent¿, can this be clarified? Bad transcription on my part. Sorry. I confirm the stent has been reassembled with the delivery system. An another stent was placed. Details of the wire guide used (diameter, type, make)? Rigid wire guide (duomed society) did any part of the stent contact the patient's anatomy when the complaint occurred? The totality stent has been in contact with the esophagus. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? No esophagus right. If altered please indicate the procedure type (e.g., cholodochjejunostomy) were any other defects (other than the complaint issue) observed on the device? Was resistance encountered when advancing the delivery system to the target location? No if resistance was felt how did the physician deal with the resistance encountered? Please confirm if any part of the device was left inside the patient? Nothing remained in the patient was a secondary intervention required? Yes, a second stent installation. Please clarify about the haemorrhage, provide more information about the device used (the spray) and mentioned in connection to the rectal tumour. I don't understand this question. There was no intervention in the rectum (B)(6) 2025. 1. Was the pigtail seated as per the image, or was there any observation of the pigtail sitting away from the handle? Yes 2. Was the pigtail removal attempt performed when the stent was at the point-of-no-return detailed in the label on the device? Yes 3. Can you confirm the guide wire size used during the procedure? 0.35 4. Was there any observation of packaging being damaged or open? No 5. Was there any kinks or breaks observed on the device? We don't remember 6. Was there any difficulty felt when squeezing the trigger to deploy the stent? I don't think so. 7. Is it possible to confirm the size of the rigid wire guide (duomed society) wireguide used by the customer? Wire guide savary 0.35.

Manufacturer narrative:
Device evaluation: the device evaluation of evo-20-25-12.5-e of lot c2206539 could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided document-based investigation was conducted. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c2206539 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c2206539 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the instructions for use, ifu0061 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy. It is possible that during deployment, a tortuous pathway could have generated elevated pressure within the delivery system. This pressure may have resulted in the safety wire becoming lodged between the inner and outer catheter components, thereby contributing to the difficulty encountered by the customer removing the safety wire. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Confirmation of complaint complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the customer once the stent was deployed it was not possible to remove the safety wire from the device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Confirmed quantity of 1 device, confirmed used. A possible root cause could be attributed to difficult patient anatomy. It is possible that during deployment, a tortuous pathway could have generated elevated pressure within the delivery system. This pressure may have resulted in the safety wire becoming lodged between the inner and outer catheter components, thereby contributing to the difficulty encountered by the customer removing the safety wire.